Manufacturer narrative:
The data acquisition pcba was returned to the manufacturer for failure analysis. There was no fault found. Failure investigation could not replicate the problem.

Event description:
It was reported to philips that the device failed for proximal pressure while in patient use. The patient was transferred to a different ventilator. There was no patient harm reported. The customer spoke with a philips remote service engineer (rse). The device was sent to the customer's biomed department, but they were unable to duplicate the issue using a test lung. There was nothing noted in the ip history for the last few months. The customer requested a philips field service engineer (fse). The fse observed error code 1008, auto-zeroing of machine and proximal pressure transducers in post failed in the significant log. Following the evaluation of the device, the fse replaced the da pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer¿s alleged malfunction was confirmed to have failed to meet specifications.